Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced diabetic ketoacidosis. The customer reported blood glucose levels such as 150 mg/dl, 178 mg/dl, 210 mg/dl, 188 mg/dl, 190 mg/dl, and in the range of 200 mg/dl. The customer was wearing the insulin pump at the time of incident was reported. The insulin pump will not be returned for analysis.